Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Resubmission due to gateway error experienced on 05-apr-2024.

Event description:
It was reported that the patient at a rate of 0.030 ml/hr reduced from 0.058 ml/hr because patient was off of remodulin due to a malfunction. Patient states she is short of breath.